Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from chinese to english: when the nurse checked the appearance before use, she found a foreign matter in the tube.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were visually inspected for foreign matter(fm) and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from chinese to english: when the nurse checked the appearance before use, she found a foreign matter in the tube.